Event description:
It was reported that there were discrepancies in the measurement of lv (left ventricular) threshold and r-wave sensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.